Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0nju7, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was having pain where the lead was located. The patient reported that the do have pre-existing chronic pain in their back and that the pain might be caused by other health issues. However, the patient did indicate that they were experiencing new pain where the leads were protruding out and the patient thought they moved closer to the surface of the skin. Additionally, the patient indicated that they had lost weight because they have been sick and not feeling well, which is when the patient noticed the leads and battery have been progressively getting closer to the skin. According to the patient the battery and lead looks like a tail under their skin when the patient bends over. The patient confirmed that the lead/battery were not broken through the skin and the patient had turned stimulation off. The patient was going to see their primary care physician the day following the call. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.